Event description:
Toxic shock syndrome [toxic shock syndrome]. High fever of 104 [pyrexia]. Body aches [pain]. Blood pressure dropped significantly [blood pressure decreased] unconscious [loss of consciousness]. Sunburn rash head to toe [rash erythematous]. Pleural effusions [pleural effusion]. Kidney issues [renal disorder] liver issues [liver disorder]. (B)(6) culture positive [(B)(6) test positive]. Peeling hands [skin exfoliation]. Hives all over arms, legs, chest and back [urticaria]. Not able to walk on own while in ICU - weakness [asthenia]. Case description: a consumer reported that they, an adult female age (B)(6), used pearl tampon unscented, absorbency unk, 1 application every 2-3 hours for her period, and was admitted to the ICU on (B)(6)-2012 after developing a sudden high fever of 104 and body aches. She was still using the tampons while in the ICU when her blood pressure dropped significantly and she became unconscious. She was given IV fluids and pressors before they started to suspect toxic shock syndrome, 24 hours after admission to the hospital. The consumer had a positive (B)(6) culture while in the ICU; a tampon was removed and she was started on vancomycin and clindamycin IV. She had a sunburn rash from head to toe, pleural effusions, and kidney and liver issues. She reported that she was on IV antibiotics for 5 days and was discharged home on (B)(6)-2012 with oral clindamycin and another unspecified antibiotic; she was told to refrain from using tampons again. The case outcome was recovered. Other product used previously without incident: yes - tampons. No further info was provided. (B)(6), 2012 safety follow-up phone call to consumer: the consumer reported that she has developed hives all over her arms, legs, chest, and back and had consulted the infectious disease doctor over the phone this morning; they were not sure if it was a kind of late reaction, or due to all the antibiotics she was taking, or just a rash that she is getting as her body tries to rid itself of the toxins. She stated that the red sunburn rash had faded but her hands were peeling very badly, her son calling them lizard hands. The consumer reported that she had been using tampax pearl super and regular unscented products from combo pack during menses that started on (B)(6)-2012 and finally discontinued use early in the morning on (B)(6)-2012; she started using pads because it was hard to change tampons as she could not walk on her own while in ICU. When hospital personnel realized she had had her period, they did a vaginal swab culture (colonized (B)(6)), cat scan, x-rays, and sonogram. She reported that she has visited her ob-gyn and infectious disease doctors and remains on antibiotics. No further info was provided.

Manufacturer narrative:
Lot number was not provided by consumer and product not received to date therefore unable to proceed with product investigation.